Manufacturer narrative:
Explant date was provided and d6b was updated. The investigation was completed and no product was returned for investigation. Major bleed: ecpella + iabp continues. Patient (pt) receiving multiple blood transfusions overnight. Received 7units red blood cells yesterday and 3units overnight, plt, cryo. Plan to take pt to the operating room for washout and find source of bleeding. The cause of the bleeding is determined to be patient condition because of unknown location of bleed. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Device history review was completed and passed all post sterile inspection checks.

Event description:
The patient was placed onto impella 5.5 support due to postcardiotomy cardiogenic shock/low cardiac output syndrome. While on support, patient received multiple blood transfusions. The patient was taken to the operating room for washout. The patient was also placed on dialysis. The patient was transferred to another hospital and no other information was provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.